Event description:
The patient reported that their v-go 30 devices have fallen off in the past. No specific event dates or number of occurrences were provided. The lot number was reported as d765375c with an expiration date of 8/9/2027. The reported lot number is invalid. No devices are available for return to the manufacturer for evaluation.

Manufacturer narrative:
D4, h4: as the reported lot number is invalid, an UDI number and expiration date could not be provided.